Event description:
It was reported that there was a problem with the stimulator when they decreased stimulation to 2 it went back up to 4. The patient was not using therapy. They would stay in position change settings. It was confirmed that the adaptive stimulation was active on the patient programmer. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).